Manufacturer narrative:
No product was returned for review. No lot information was provided so no device history records could be reviewed. This device was used for treatment. A complaint history review was conducted for part# (B)(4). The search identified no additional complaints for this device. A complaint history review was conducted for part# (B)(4). The search identified no additional complaints for this device. A complaint history review was conducted for part# (B)(4). The search identified no additional complaints for this device. A likely root cause of the reported event cannot be determined.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2017-00199 / 00200 / 00201).

Event description:
During a calcaneous osteotomy, the screw would not tighten causing a delay of over 30 minutes with multiple holes having to be drilled into the patient. Another type of screw was used to complete the procedure.